Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 202 mg/dl. The customer stated they may have dropped their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also stated they were recently released from the hospital due to back surgery. No additional information is provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.